Manufacturer narrative:
Device evaluation: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be determined. The patient reportedly suffered from post-op kidney failure and required dialysis. The patient¿s kidneys were improving, however, the patient developed hemodialysis line sepsis. The patient became hemodynamically unstable and required va ECMO for support due to sepsis. The patient ultimately expired on (B)(6) 2019. The device was believed to have functioned as intended. The pump was returned assembled with the pump cable connected to the modular cable via the in-line connector. Approximately 10¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief intact and properly engaged. The apical cuff was returned properly secured with the fully engaged cuff lock and the outflow graft clip was properly secured over the bend relief. Visual inspection of the inflow and outflow cannulas revealed the presence of coagulated blood but no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed coagulated blood but no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad periodic log file retrieved from the returned device appeared to capture the device functioning as intended. Pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 18 days.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced post-op kidney failure which required dialysis. Kidneys were improving and patient developed hemodialysis (hd) line sepsis. The patient became hemodynamically unstable and required ventricular assist (va) extracorporeal membrane oxygenation (ECMO) for support due to sepsis. Patient expired on (B)(6) 2019. It was reported that the lvad was working as intended. No additional information was provided.